Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had screen scratched making it difficult to read. Customer's blood glucose value was unknown. Customer stated that clip falls off all the time reservoir threads are worn out and did not feel as secure diminished battery life, but still around 3 weeks. The device will not be returned for analysis.